Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not shock the patient during treatment. Another device was used to treat the patient. We are considering this as a serious injury because the users had to take action (by getting another defibrillator to treat the patient) to prevent harm. There was no actual harm reported by the users.

Manufacturer narrative:
The device was returned to the (B)(4) on 13-mar-2017. The (B)(4) reported that minimal information was sent with the device. The device was extensively tested and the reported symptom of failure to shock could not be reproduced. There were no ECG strips or event summary available for review. The customer did not report why they believed a shock was not delivered. The bench was unable to reproduce the customer's reported problem and did not observe any shock malfunctions with the customer's device. And the device passed all performance assurance testing and was retuned to the customer. We are unable to determine the cause of the reported symptom as it could not be reproduced. No shock errors were observed. There is no indication of a systemic problem; no further investigation or action is warranted.